Manufacturer narrative:
Serial number not provided at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a house wide loss of wireless monitoring. No adverse event was reported.